Manufacturer narrative:
Additional/updated information was added to reflect the joystick being returned to the manufacturer for evaluation; however, it was not able to turn on, so the complaint of it smoking was not able to be duplicated. Per the initial evaluation, the unit would not turn on, and something was rattling around inside, but it was not opened. An expanded evaluation was performed. The expanded evaluation report confirmed that when the joystick was powered up, it did not turn on. It was observed that the joystick cable connector clip and sd card slot cover were missing, and the speed potentiometer knob, switch knob, and mode switch had a foreign substance around them. The joystick was opened and two pennies were observed inside. The pcb had a u5 and c45 failure, which could have been the possible underlying cause of the reported complaint of the joystick smoking.

Event description:
Provider states that the consumer alleges smoke coming out of the sd card slot.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that the consumer alleges smoke coming out of the sd card slot.